Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip retaining clip in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.